Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 1 second, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported.